Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed a scratched lens, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. No evidence was found in the event history logs. Functional testing was performed and the reported issue was able to be replicated; accuracy testing showed the pump to be over-delivering. The root cause was determined to be the expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: a1: patient identifier.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump failed volume test load (during testing/ no patient injury).